Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted in the bile duct for drainage and treatment of an obstruction during a stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent was dislocated after release. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks b5 and h6 have been corrected. Block e1 initial reporter's address has been updated based on the additional information received on june 23, 2025. Block h11: a wallflex biliary stent and delivery system were received for analysis. Visual inspection of the returned device found the stent was fully deployed and expanded. The outer blue sheath was found kinked. No other damage was noted to the stent and delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was returned fully deployed and expanded. The investigation concluded that the additional observed event of sheath kinked was most likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated. There is insufficient information to determine the root cause of the reported failure. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted in the bile duct for drainage and treatment of an obstruction during a stent implantation procedure performed on (B)(6) 2025 during the procedure, the stent was not fully deployed. The device was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.